Manufacturer narrative:
Follow-up (4/25/2014)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 4/12/2014 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (04/03/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(6) alleging his onetouch verio iq meter read inaccurately. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 4x daily and his results are usually between ¿4.5 mmol/l to 7.5 mmol/l.¿ the patient manages his diabetes with insulin. The alleged issue began on march 3, 2014 at 415pm. The patient obtained a blood glucose result of ¿9.7 mmol/l¿ with the subject meter and ¿2.4 mmol/l¿ with another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It is not known if the patient made changes to his usual dose of medications. About 20 minutes after the start of the alleged issue, the patient claimed he felt low blood glucose symptoms of giddy or loss of concentration and sweating. The patient drank a ¿sugar solution¿ in water as treatment and felt better after. Later that same evening, the patient also reported blood glucose results of ¿9.4 mmol/l, 10.3 mmol/l and 14.7 mmol/l¿ with the subject meter, performed within 20 minutes of each other. The results fell within expected values for precision testing. The patient denied developing any additional symptoms or receiving treatment at the time of the back to back comparison. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Quality control testing was performed which tested within specifications. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.